Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A surgical counselor reported that following an intraocular lens (iol) implant procedure, the patient reported blurry vision and ocular discomfort. There was residual astigmatism. The iol was exchanged in a secondary procedure. Additional information was provided that the patient's issues have resolved and vision is stable. The iol was replaced with the same model, with a 1d difference in power.